Manufacturer narrative:
The previous report MDR 2518422-2024-105015 reported particles floating in the water chamber. During evaluation, no particles were observed. Also, the ds2adv auto CPAP device is not part of the recall.

Event description:
A dreamstation 2 advanced auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were visible. This device is not in scope of the voluntary field safety notice/recall.